Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer performing as expected. Troubleshooting did not resolve the issues; the patient was scheduled for an ipp replacement the physician considered the device has reached end of life and suspected device fluid loss. During surgery, fluid leak was confirmed as there was no fluid in the reservoir; therefore, the entire device was removed and replaced. The cause of the observed anomaly was not determined by the medical facility. There were no patient complications reported.